Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer's blood glucose value was unknown at the time of the incident. It was confirmed that the customer did not have the examination while wearing the insulin pump and the insulin pump was not struck. The alarm was cleared and when self-test was performed, there was no anomaly. It was reported that according to the alarm history, it was confirmed that motor error alarm occurred for the second time the same day. The device will be returned for analysis.